Event description:
Device burst with bodily waste fluid of an alleged aids pt when housekeeping was disposing the product. Fluid reportedly went into the eye of the housecleaning employee. The employee showered and did not complete an incident report. According to reporter at hosp, no further action was or planned to be taken. The hosp is now using the newly designed reservoirs with no problems.